Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09224 & -09225).

Manufacturer narrative:
This follow-up report is being filed to relay corrected manufacture date.

Event description:
It was reported the patient underwent right total hip arthroplasty on (B)(6) 2014. During the procedure, the surgeon had difficulty seating the hi-wall acetabular liner in the acetabular cup. The surgeon completed the procedure with a standard liner. There was a thirty minute delay as a result. Following the procedure, the patient dislocated later that same day. The femoral head was too short and the patient had a post operative flexion contracture that caused dislocation. The patient was revised on (B)(6) 2014 and the acetabular liner and modular head were replaced with a constrained head and liner